Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by c.d. From daybreak that a daybreak classic device broke. The patient stated that when she was wearing the device, the back piece of the device broke in the mouth. The patient was informed to discontinue use of the device. No outside clinical evaluation was sought. Additional information received reported that there was no harm to the patient.